Manufacturer narrative:
Product in complaint was returned to zoll circulation on 06/17/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse lifeband was not fitting tightly on underside of platform. As a consequence when the platform was being slipped under the patient's lower back, the release lugs on the lifeband would catch on bed sheet and the lifeband would become detached rendering the platform inoperable. It was reported that the event was found during biomed testing. No additional information was provided. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed no damages. During visual inspection, it was detected that the lifeband will fall off only when the device was flipped over and shaken with a lot of force. Based on this observation, the reported complaint was confirmed. A review of the archive was performed and no significant discrepancies were noted. Functional testing of the platform was performed and no issues were noted. In summary, the reported issue of the lifeband not locking firmly onto the platform was confirmed, however a definitive root cause could not be determined.